Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Yielded jaw. Evaluation summary: the analysis results confirmed that the jaws had become yielded producing one clip with gap and ejecting three clips; making the instrument non-functional. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. It could not be determined what may have caused the found condition. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.